Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with injection of vancomycin 2 grams per five days, (route not and duration not reported), injection of fortum 1 gm, once per day (route and duration not reported) and heparin (1/2 ml per bag (duration not reported) for peritonitis. At the time of this report the patient outcome was unknown. Dianeal therapy was ongoing. No additional information is available.